Manufacturer narrative:
This report is filed on october 10, 2019.

Event description:
Per the clinic, the patient experienced bleeding at abutment site; subsequently the abutment was removed and the patient was treated with topical and oral antibiotics (date and duration not reported).